Event description:
New information received noted that the pulse generator was explanted and replaced. The were no adverse patient consequences reported.

Manufacturer narrative:
The reported event of pacemaker found in back-up mode was confirmed. The pacer was received with no output or telemetry with battery levels at eol. Cautery marks were noted on pacer. Battery trend data and bvvi date could not be obtained due to severe code corruption. The backup condition could not be reproduced and the cause of code corruption could not be determined. As a result of this finding, abbott is performing further investigation. Device was cut open and a new battery was attached. Electrical and mechanical analysis performed, indicated normal device functionality. The implant duration meets 75% of projected longevity based on nominal settings indicating normal battery depletion. The reported event of battery impedance problem was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, their device was found to be in backup vvi mode. The physician followed the recommended instructions to not restore the device as the battery impedance was reported to be high. A device replacement was discussed and the patient is stable.